Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged cancer, asthma (new or worsening). The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged cancer and asthma (new or worsening). The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings not was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In section e: reporting institution name, reporting address state and reporting address postal has been updated. In section h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.